Event description:
The customer obtained negatively based troponin I results of a pt sample. The investigation determined this event to be consistent with a malfunction which could also cause false negative ckmb and beta hcg results. There was no report of pt harm as a result of this event.